Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the implant and abutment were placed in ada site 4 in the mouth, primary stability was not achieved in type iii bone. Clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the implant and abutment were placed in ada site 4 in the mouth, primary stability was not achieved in type iii bone. Clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).